Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 73-year-old male with newly diagnosed glioblastoma (gbm) started optune gio (B)(6) 2023. On (B)(6) 2026, novocure received a medical record dated (B)(6) 2026, indicating that the patient experienced skin irritation and intermittent scalp pruritus secondary to optune gio device use. The patient was prescribed doxycycline 100 mg daily and advised to temporarily discontinue optune gio therapy. Patient subsequently reported interval improvement and resumed optune gio. On (B)(6) 2026, the prescribing physician confirmed that the patient received oral antibiotic doxycycline as an outpatient. The transducer arrays had been shifted and the skin condition improved. The patient had since resumed optune gio therapy.